Event description:
It was reported that a red alert was recorded due to climbing high shock impedance measurements that reached 125 ohms. Technical services discussed that a commanded shock should be performed if the range go as high as 135 - 145 ohms. However, because the patient is elderly and has never required tachy therapy, including anti-tachycardia pacing, it was believed reluctant to bring the patient for testing. Further information was received confirming no commanded shocks were performed and the patient will continue to be monitored. Additional information was received indicating a sync shock was performed, and the impedance was 146 ohms. Subsequently, the right ventricular (rv) lead was surgically abandoned and replaced, and the device was explanted and replaced, due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that a red alert was recorded due to climbing high shock impedance measurements that reached 125 ohms. Technical services discussed that a commanded shock should be performed if the range go as high as 135 - 145 ohms. However, because the patient is elderly and has never required tachy therapy, including anti-tachycardia pacing, it was believed reluctant to bring the patient for testing. Further information was received confirming no commanded shocks were performed and the patient will continue to be monitored. Additional information was received indicating a sync shock was performed, and the impedance was 146 ohms. Subsequently, the right ventricular (rv) lead was surgically abandoned and replaced, and the device was explanted and replaced, due to a product performance issue. No additional adverse patient effects were reported.